Manufacturer narrative:
Product complaint # (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, ¿misfire of stapler and there was extra tissue at the end that was not supposed to be there requiring re-anastomosis to be done and extra bowel removed.¿ there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 02/06/2020. Additional information received: per user facility medwatch form, mw#: (B)(4), during re-anastomosis of the bowel; misfiring of the stapler - there was extra tissue at the end that was not supposed to be there requiring the anastomosis to be redone and the patient had to have extra bowel removed. There were no patient consequences reported. A manufacturing record evaluation was performed for the finished device lot number t92p4n, and no non-conformances were identified. Manufacturing date: 03/16/2019, expiration date 02/28/2022. Response received from the risk analyst at the account:: what healthcare professional fired the device and what is his/her experience with the device? Unknown. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Were there any issues with device use/firing? Unknown. What confirmation was received that the device completed the firing sequence? Unknown. Was the green checkmark visible at the end of the firing? Unknown. How may counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. Was there any difficulty removing the device? Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were the donuts inspected? If so, please describe. Unknown. Were there any issues noted with staple formation? If so, please describe the shape and location. Unknown. Additional information: after speaking with the surgeon, she agreed that there was no fault of the stapler. There were two round donuts from stapler but felt that the left over tag could become necrotic and result in a dead rectum hence the redo. The user facility medwatch alleges a device issue. The decision will remain as a malfunction. - attachment: [(B)(4)].

Manufacturer narrative:
(B)(4). Date sent: 01/21/2020.

Manufacturer narrative:
(B)(4). Batch # t5at2h. Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.